Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to an unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information indicates that there was nothing wrong with the leads; however, they could not be used due to the patient's anatomy.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information and this record no longer meet reportable criteria.

Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to an unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.